Manufacturer narrative:
New information was received that this crt-p device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to have reverted to a safety mode status. This device is expected to be replaced at a future date, however remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to have reverted to a safety mode status. This device is expected to be replaced at a future date, however remains in service. No adverse patient effects were reported.